Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: per dm: my customer has let me know that the device g34281 (ebus-hd-22-ebus-o-c), specifically the sheath, was not coming out like it should during a case yesterday. They felt in their case that something was off. They ultimately ended up puncturing their scope as they worked with it. At this point I am unsure if there is an issue with the device or if this was user error, but I wanted to report it as they notified me of the issue. Patient outcome: no patient impact reported. Sg 09may2024 patient/event info - notes: the following information has been requested via email on 02may2024. Sg 02may2024 the following information has been received via email on 07may2024. Sg 09may2024 1. Will the facility be reporting this to a government agency (FDA, competent authority, etc.) No 2. Is an acknowledgment letter (formal notification of the complaint being received) required? No 3. Is any account action needed (credit, no charge replacement, no action, investigation results, etc.¿)? Replacement 4. Usage of product (please select only one below): a. Initial use of device x b. Reuse of device c. Unknown 5. Was product reprocessed for reuse prior to occurrence? Na 6. Can you provide any patient information (age, weight, gender, pre-existing conditions)? 65 male-hilar mass 7. What type of procedure was being performed?ebus 8. Did the event result in a death?no 9. Did any unintended section of the device remain inside the patient¿s body?no a. If yes, please describe. 10. Was the patient hospitalized or was there prolonged hospitalization?no 11. Did the patient require any additional procedures due to this occurrence?no 12. Did the product cause or contribute to the need for additional procedures?no a. If yes, please specify additional procedures and provide details. 13. Has the complainant reported any adverse effects on the patient due to this occurrence?no 14. Has the complainant reported that the product caused or contributed to the adverse effects?no a. Please specify adverse effects and provide details. 15. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))?na 16. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc). Lung a. If lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s, etc. 4r I think. 17. Please describe the size of the intended target site. 18. If not with the device in question, how was the procedure performed and/or finished?na 19. Was the device used in a tortuous position?no 20. Are images of the device or procedure available?no 21. Was the device damaged in packaging before removal?no 22. Was the device damaged on removal from packaging?no 23. Was force required to remove the device?no 24. What is the endoscope manufacturer and model number that was used? Olympus uc-180f 25. Was the scope recently service/repaired? No 26. Was force required on insertion of device into scope?no 27. Was resistance felt while inserting the device through the scope?no 28. When was the issue noted? E.g. On advancement of the sheath/needle or on needle retraction? Sheth advancement & resistance when attaching needle to hub 29. Was the syringe used during the procedure, after the stylet was removed? No 30. Was difficulty experienced while retracting the needle?no 31. Was it possible to be fully retract before removing the needle from the patient?yes 32. Was gaining access to the targeted site difficult? No 33. Was the endoscope in a flexed or twisted position at any time during the procedure? Not for needle insertion 34. Was puncture of the targeted site difficult? Yes bc sheath wasn't coming out like it should 35. Was the stylet fully in place inside the needle when advancing into the targeted site?no 36. Was the stylet partially removed when advancing into the target site?stylet pulled back slighty to agitate resp cells off end once in target 37. How many samples were obtained with this needle? 5. 38. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes locking into place 39. Was there difficulty in attaching or detaching of the device leur lock to the scope?no 40. If device is a procore needle, is the kink located distally at at the notch / core trap? ???

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 13-nov-2024 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k) # k210476. Supplemental report is being submitted as a cancellation report following the completion of the investigation on 13-nov-2024 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation 1 unit of lot c2152152 of echo-hd-22-ebus-o-c was returned opened in its original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). The device related to this occurrence underwent a laboratory evaluation on 01 july 2024. A proximal kink below the sheath extender was observed. Through the investigation it was clarified that the stylet was not inserted fully when advancing the needle into the target site and as a result an additional pr was opened. Manufacturing records prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c2152152 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "ensure the stylet is fully inserted when advancing the needle into the target site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0109) which will be investigated under (B)(4). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the needle getting damaged during insertion/advancement down the scope after the fifth pass resulting in the needle kinking below the sheath extender observed during the lab evaluation. This could have led to the difficulty attaching the needle device to the accessory channel port of the scope which in turn may have resulted in the complaint issue of the sheath itself not advancing where the user could not see it on the screen. A CAPA (B)(4) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.